Manufacturer narrative:
A medical review (mar) of the reported mistreatment was performed and indicated the following: "planned 4 tx of 3 gy tbi. Then they revised the plan to reduce last fraction by 10% but this was not done, so pt received initial plan of 3 fy on last plan instead of revised 2.7 gy. Overall this was 2.5% higher total than the planned revision; this 2.5% higher dose than planned in the revision, is unlikely to cause injury or death." Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Add'l f/u to this MDR is expected upon completion of the investigation. (B)(4)

Event description:
Issue: retired plan was available for treatment and site treated with retired plan. The customer reports that a tbi treatment plan was created manually in rt chart; after 3 treatment sessions, it was decided to reduce the dose of the last session (the 4th session by 10%. The customer created a plan revision in rt chart and changed the mus; when the pt was opened in 4ditc, the retired plan was loaded (tbi) and not the revised plan (tbi:1) as expected. The pt was treated with original mus (10% more than expected in this session). Planned treatment: 8260 mu. Actual treatment: 9178 mu. The prescribed treatment was 3 gy per fraction, 4 sessions, total dose 12 gy. No add'l pt status has been reported.